Event description:
It was reported post-operatively that the patient's implantable pulse generator (ipg) was displaying noise and oversensing on the atrial channel. There was a suspected setscrew concern. The pocket was reopened the same day and the lead pin appeared to be in the right location. The connection was checked and there was no obvious setscrew problem, but the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Performance data collected from the device was received and analyzed and indicated atrial oversensing.

Event description:
It was reported post-operatively that the patient's implantable pulse generator (ipg) was displaying noise and oversensing on the atrial channel that led to inappropriate mode switching. There was a suspected setscrew concern. The pocket was reopened the same day and the lead pin appeared to be in the right location. The connection was checked and there was no obvious setscrew problem, but the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.